Event description:
Customer reported that a 6cfn tracheostomy tube is causing irritation and bleeding to the back of the pt's throat. There was no pt harm reported and the tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report has not been returned for evaluation.